Event description:
It was reported that the patient was brought to the emergency (ER) in renal failure. The patient was hospitalized. 3mg of narcan was given and the intensive care unit (ICU) physician assistant (pa) decreased the pump daily dose from 0.48mg/day to 0.06mg/day. The renal failure was not a result of the pump. There was no alleged product issue. The device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).